Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 63 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, after successful implantation of the bifurcate and during implant of the ipsilateral limb (etlw1616c93ej), the patient's left iia was covered by the stent graft. The physician stated that the cause of the event was related to the patient anatomy. It was reported that the left iia was bifurcated from the dorsal side, and so the event was considered to be resolved.. No additional clinical sequelae were reported and the patient is fine.